Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell three times this year and has noticed a decrease in stimulation. The patient stated that she is have a difficult time charging; with the long charging burden. The patient¿s ins was interrogated and the electrodes resulted in greater than 10,000. It was unknown if surgical intervention was going to occur. No further complications were reported.